Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a broken electrocardiogram port and noise. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the electrocardiogram connector on the link electronic module (lem) board was broken and also noted that the tab on the power cord bay door was broken and that the printer made noise when printing. It was further noted that the programmer was to be scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.